Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation at 18.4 to 18.6 cm from the connector pin, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.